Event description:
Coiling treatment of a right ica aneurysm. It was reported, the coil detached while in use. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed. (B) (4).